Event description:
Per the clinic, the patient experienced reduced sound quality, intermittencies, and subsequent loss of connection to the internal device, and the issue could not be resolved. The implanted device remains. The device was explanted (b)(46 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This report is filed (B)(4) 2012.